Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was not locking drill bit devices into place. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter could not be secured. Therefore, the reported condition was confirmed. It was determined that this malfunction was indicative of debris in the drive shaft from cleaning procedures not being followed properly. The assignable root cause was determined to be due to user error/abuse and possible misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.